Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant medical devices: 694765 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) re&#1157;ached recommended replacement time (rrt) and was scheduled to be replaced. The physician noted that there was a pacing problem and unstable atrial impedance measurements. This was noted prior to the device change out. As well, the patient's right atrial (ra) lead had non capture and unstable impedance. Upon connecting the lead to the new device, the measurements were normal. The device was explanted and replaced. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.